Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus had a calibration issue. It was recommended that the programmer be returned but its current status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: misalignment between the stylus and cursor was confirmed. The keyboard was found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-08-14: the programmer was returned for service.